Event description:
A ventilator was returned to the manufacturer for a repeated "ventilator service required" alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the proximal pressor sensor drifting and not being able to adjust for it was found in the ventilator's downloaded error log.